Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 (mg/dl). Reportedly, the customer had become busy and delivered two boluses. Subsequently, the customer went to the emergency room and then was admitted into the hospital. Customer was still in the hospital at the time the event was reported. Although requested, no further information was provided.